Event description:
It was reported to boston scientific in 2008, that a ultraflex covered ng esophageal stent device was used for an esophageal stent implant procedure in a male patient (age and weight unknown) the day prior. According to the complainant, "[the physician]...attempted to deploy the stent, but couldn't succeed, since the deployment suture was stuck. [The physician]... Removed the stent from the patient. He performed dilation and decided at the moment not to implant another stent. " the physician is pending a decision if another stent will become necessary. The current condition of the patient is stable.

Manufacturer narrative:
The device has not been returned; therefore; a device analysis can not be performed, thus the cause of the reported event is unknown. A review of the device history record for the pertinent lot was performed; no anomalies were noted.